Event description:
It was reported an angio-seal device was deployed following a diagnostic procedure. The pt presented to the hospital one week post deployment with complaints of pain at the groin site. An x-ray revealed the guidewire from the angio-seal kit was left in the pt, which was confirmed by pathology. The guidewire was from the angio-seal kit, not from the procedure sheath kit, which was a different size. The pt underwent surgery to remove the wire and was doing well. The pt was not obese.